Event description:
It was reported that handle disconnected at the rotation joint and broke during surgery.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. After further analysis, the present case does not relate to the malfunction considered reportable for this part number.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the mi z handle acetabular reamer indicated that it became non-functional due to the fracture of one of the clevis in the reamer shaft. The clevis most potentially fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the clevis could not bear the imposed torsional loading, which lead to a fracture. Fatigue cracking is caused by the reamer bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device was manufactured in 2009. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.